Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, loss of capture and changes in pacing impedance was noted on the right ventricular(rv) lead. The chest x-ray exhibited dislodgement of the rv lead. Echocardiogram was recommended. The device was deactivated, and lead revision was discussed. Patient presented for lead revision couple of days later. Fluoroscopy and chest x-ray confirmed rv lead dislodgement. The lead was explanted and replaced. The patient was stable.